Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During gynecological electrocautery surgery, it was reported that the patient experienced convulsions while under anesthesia. It was suspected that the electrocautery resectoscope was leaking electricity. On-site engineer revealed that the cause of the patient's convulsions may have been related to the anesthesia. It was confirmed that the procedure was completed successfully and there was no further impact or consequences. No death or (unanticipated) serious deterioration in state of health reported.